Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system hard disk drive was evaluated and formatted. No conclusion can be drawn as it appears this correction failed to correct the problem. Further repair info is unavailable and no add'l service info was provided.